Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted stem with a head attached. The head is seated in a liner. Blood and biological matter is visible on the stem. The head and liner appear unremarkable. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of periprosthetic fracture was not confirmed. Photographs provided shows a recently explanted stem with a head attached. The head is seated in a liner. Blood and biological matter is visible on the stem. The head and liner appear unremarkable. The event could not be confirmed as insufficient information was provided. Additional information including device identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
As reported: "peri prosthetic femur fracture. Right hip. Patient fell and fractured her femur around the hip stem." Spoke to rep: a accolade ii stem, 28 +0 mm femoral head, and 42e mdm liner were revised to a restoration modular hip. There are no allegations against the head or the liner. Rep confirmed that no further information would be released by the hospital or surgeon.